Event description:
It was reported that the ambicor penile prosthesis cylinders did not inflate. Therefore, the patient underwent surgery to replace the device. There were no patient complications.

Event description:
It was reported that the ambicor penile prosthesis cylinders did not inflate. Therefore, the patient underwent surgery to replace the device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ambicor penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined. The first cylinder had a hole and broken fabric threads in the middle of the cylinder from sharp instrument and wear at fold in the middle of the cylinder. The second cylinder also had wear at fold in the middle of the cylinder and a hole in the proximal end of the cylinder from sharp instrument. The pump was visually and microscopically examined. No anomalies were found with the pump. The reported inflation issue was not confirmed. Based on analysis results, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.